Manufacturer narrative:
A customer from the united states alleged discrepant results for two patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. An investigation was performed which did not identify any product problem. Both patient samples showed true amplification. The repeat run for patient sample 2 has an inhibited ic, late CT, as a result of which the sars-cov-2 target was not detected when the sample was retested. The positive results appear to be true positives with low titer samples. No abnormalities and no analyzer issues were observed. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged two false positive patient results when testing with cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system. Per FDA guidance, a total of 2 mdrs will be filed. Both patient samples tested positive for sars-cov-2 on liat analyzer sn (B)(4). Only patient sample 2 was retested on a different liat yielding negative result for all targets. Please note that both patients were asymptomatic obstetrics patients coming to the facility for labor. The results were released to the physician and no harm was alleged for either patient. An investigation was performed which did not identify any product problem. Original runs for both patients show true amplification with late CT values (>= 33). The repeat run for patient sample 2 has an inhibited ic, (late CT) as a result of which, the sars-cov-2 target was not detected when the sample was retested. The positive results appear to be true positives with low titer samples. No abnormalities and no analyzer issues were observed.